Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. The test infusion set and reservoir does lock into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen and the insulin pump was functioning as designed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.